Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be conclusively determined as the leak was not reproduced.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. Following catheter insertion blood was noted as leaking from the hemostasis valve. A new sheath set was used to complete the procedure. There were no adverse patient consequences.